Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hospitalized for several days and had received multiple shocks. The patient also reported high voltage detections were turned off allowing the patient¿s right ventricular (rv) lead to pace only. Additionally, it was noted by the patient that their implantable cardioverter defibrillator (ICD) continued to alert every six hours. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.